Event description:
It was reported that the ventilator generated alarms for incorrect o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Further information has been requested but no response has been received. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible; therefore, the root cause of the reported event has not been determined. A correction of field # d1 ¿ brand name and # d4 ¿ version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured prior to the implementation of UDI in manufacturing on 10/22/2015. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).